Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 4 of 6. The technical service representative (tsr) had the home patient (hp) recycle the hc. The tsr informed the hp to use manual bags, however, the hp said she did not have any. Tsr informed her to start over again and contact the nurse. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has been seen since this event. The nurse stated that the patient resumed therapy without patient injury or medical intervention. The patient's transfer set is also still intact and functioning properly.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to lack of sample, therefore, baxter could not determine root cause. The batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).